Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that within a couple weeks or maybe a week it got infected form the ins area and infection was working its way up to her spinal column. Patient said she was very sick. Patient said it was a slow process. She had to have an emergency surgery to have the whole system taken out. The infection was confirmed. They suspected the patient had some kind of infection from the unit. They determined/confirmed patient had an infection when they explanted the system. The surgeon said it was grossly infected. No further information was reported. No additional patient symptoms were reported.